Event description:
A malfunction alarm occurred, identified by malfunction code 16, and it was confirmed that no notable events led to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.